Event description:
During initial implant procedure, the implant date of the leadless pacemaker was incorrect which resulted in incorrect measurements. The lp was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A software investigation was performed by reviewing session records and/or data logs provided from the customer. The reported complaint of the device diagnostics being displayed with dates prior to implant was confirmed. Based on the information provided, it was determined that the rv lp device exited shelf mode on (B)(6) 2025 and automatically set that date as the implant date. Hence, there are dates prior to the actual implant date of (B)(6) 2025 seen on the diagnostics. The root cause of why the device exited shelf mode 2 months prior to implant was unable to be determined with the information provided.